Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/09/2025, a sales representative reported via (B)(4) that an ar-9628 3.0 mm drill bit broke. This occurred during a reverse total shoulder procedure when the drill bit broke off in the patient while drilling for peripheral screws.

Manufacturer narrative:
Additional information: g3, h3, h6. One unpackaged, ar-9628, 3.0 mm drill bit, batch number 022108, was received for investigation. Upon visual inspection, it was observed that the tip of the device was broken. Functional testing was not performed due to the damage of the device. The most likely cause for the reported failure can be attributed to misuse due to excessive user-applied mechanical forces. The complaint allegation is confirmed.